Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had no choice but to reach on up there and pull it out - tampon [foreign body in reproductive tract]. String was on the top of the tampon [device physical property issue]. Tampon string isn't there had to reach up there to pull it out [complication of device removal]. Consumer sent e-mail stating the string was not there when she tried to remove the tampon. She had to reach up and pull it out, and found that the string was on top of the tampon. No serious injury was reported.